Event description:
It was alleged that an overinfusion of chemo occurred. The pump was set to deliver at a rate of 8ml/hr. The nurse later found pump running at a rate of 75ml/hr. There was no resultant pt complication.